Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma, and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii/IV, seroma-late.

Event description:
Healthcare professional reported left side capsular contracture baker grade iii/IV, "fluid collection in relation to seroma", "axillary adenomegaly", and "irregular contours, radial folds". The device remains implanted.